Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the patient had a nerve and muscle test for carpal tunnel in (B)(6) of 2024. The caller noted that the ins was turned on during the test. Following the test (in (B)(6) of 2024), the caller said the patient fell 4 times and required surgery to repair injury caused by the falls. The caller thought the falls might have been caused by an interaction between the nerve/muscle test and ins because the patient had no other falls up to that point. The caller reported their concern to the patient's managing hcp, but the hcp didn't see a connection between the falls and the ins. The caller stated that the patient will be going in for another nerve/muscle test for carpal tunnel that uses electrical stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.